Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing a power issue with his one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on an unspecified day and time on (B)(6) 2011. He stated that he manages his diabetes with pills, diet and or exercise and due to the alleged issue he denied making any changes to his usual diabetes management routine. The patient claimed a "few days" after the alleged issue started he felt "dizzy with blurry vision and chills". In response to his symptoms, on (B)(6) 2011 while at the doctor's office he was given metformin (500 mg). During the initial call with customer service, the agent noted that the patient had lost the meter during a car accident and was not available for troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.